Event description:
It was reported that patient faced bent cannula issue on (B)(6) 2026. The patient experienced high blood glucose levels of 350mg/dl. The set had been in use for one day. The patient received treatment with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.